Event description:
It was reported that caller received minimum fill notification while attempting to reload cartridge that still contained at least 80 units of insulin. There was no adverse impact to the customer's blood glucose level. Caller reloaded the existing cartridge and resume insulin delivery.